Event description:
Revision surgery, pt presented with an infected knee. On (B)(6) 2010, the original insert was removed, the knee was washed out and a new insert was replaced. The infection did not clear up and all of the original components were removed on (B)(6) 2010. An insert was placed in as an antibiotic spacer.